Manufacturer narrative:
UDI: (B)(4). Investigation summary: the device was received at the service center and evaluated. There was no allegation of malfunction against the device from the customer, however, defects were found with the device during service evaluation. This complaint can be confirmed. It was found during evaluation that the motor sticks and was rusty. Further, the cable does not pass the cable screening test. The defective motor and defective cable were replaced to resolve the issues. After repair, the device was found to be working according to the specifications. Fluid ingress into the device and contact with the motor is responsible for the rusty motor. Corroded motor has a tendency to stick and not turn. With the available information, we can determine the root cause of the defective motor cable. The corroded motor and the defective motor cable would have caused the identified failure. The service history has been reviewed in lieu of the device history record for this device since it was previously serviced. The device was last serviced on 04/13/2018 and passed all functional testing before being returned to the customer. At this point in time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Event description:
It was reported by the affiliate in (B)(6) that during service evaluation, it was determined that the handpiece device failed electrical safety test. There was no procedure nor patient involvement reported. No additional information was provided.